Event description:
It was reported that there was a loss of defibrillation with max outputs. The lead was capped due to t-wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.